Event description:
The injector did not retract after the shot was given. I have photos - and did call the manufacturer, but the nurse spent over half hour going through safety protocols, warnings and everything listed on their instruction sheets which I did not need and did not really listen to my concern. I thought the needle may have retracted, but it did not click when it was finished - and looking at it carefully. It was sticking out 1/4" from the injection level. Even though the window was yellow (and likely all medicine was injected) I had to pull the needle out of my skin. No bad side effects a day after, but it is a concern if the needles do not work properly. I gave them the lot number, and requested a sharps container. It took about 45 minutes to deal with them on the phone. Repatha injector - malfunction. No second click and needle did not retract. FDA safety report ID # (B)(4).